Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie would not open and failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A field service engineer (fse) logged into hardware test application (hta) and ran diagnostics, then pulled the cabinet out and powered the station down. The bus cable was disconnected, the back of the drawer was removed, and the row board cables were disconnected and reseated. Then all cables were reconnected, the drawer was reassembled, and the bus cable was reattached and customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.